Event description:
Healthcare professional reported left side "textured to smooth exchange." The device has been explanted. The device was found "grossly ruptured" upon explant.

Manufacturer narrative:
(B)(6). 22-nov-21. Visual analysis of the photographs identified a broken device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "textured to smooth exchange". The device has been explanted. The device was found "grossly ruptured" upon explant.